Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump dispensed insulin during the load step. The patient did not allege any harm or injury because of the reported issue. The patient discontinued pump therapy during the contact with anm. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump dispensed insulin during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows several "no cartridge" detected warnings on the reported event date. An ezprime operation was performed and the pump did not recognize the cartridge during the load step, and dispensed all the fluid out. A "no cartridge detected" warning was emitted. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Investigation revealed contamination around the force sensor shim. The force sensor resistance measurement was out of specification and the force sensor was found to be out of calibration. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Correction number:2531779-03/24/2010-003-r

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.